Event description:
During a pump implant procedure, physician was unable to aspirate through the cap (catheter access port) when connected to the catheter. The catheter was removed from the pump and catheter patency was confirmed. A 3ml syringe with a 24 gauge needle was then used to forcibly push sterile water through the cap, and after sometime a "pop" was heard. Physician was uncomfortable using the pump and a new one was used instead. The pump was returned to the manufacturer. Patient outcome following the device replacement was not known to the reporter.

Manufacturer narrative:
Analysis of the pump revealed the pump passed all testing. Final analysis of the pump revealed no anomaly found. (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot #: n170012001, implanted on: unk, explanted on: unk; programmer model: 8835, serial #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.